Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed to resolve the issue. Patient was doing fine after the programming changes.

Manufacturer narrative:
Correction: occupation was incorrectly reported as physician. Correct occupation is nurse.